Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009 (male patient). According to the complainant, during the procedure, when an attempt was made to crush the stone, the wire in the handle broke. It was also noted that two of the four basket wires disengaged from the tip of the basket. The tip of the basket was then lodged in the duct. A sohendra lithotripsy handle was used to disengage the remaining two basket wires from the basket tip which was left in the patient. The following day, a second ercp was performed to place a plastic stent in order for the bile to drain. The basket tip was visualized in the common bile duct and was not retrieved. The patient was referred to another physician there a third ercp was performed twenty two days later. A laser lithotripsy was also performed to break and remove the remaining stones. The basket tip, along with plastic residual fragments, were identified and retrieved. The procedure was successfully completed and the ducts were clean.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.